Event description:
Allegedly, doctor was performing frontal sinusotomy when the distal end of the instrument broke off in pt. Doctor searched but could not find broken piece; pt was x-rayed without success. The doctor surveyed all sinuses and was able to retrieve piece from sphenoid floor. Doctor stated the retrieval process added 1 hour to the procedure. Procedure was completed with no other impact to pt. Pt condition good post-op.

Manufacturer narrative:
The stationary tip of the punch is broken off. The slide portion of the jaw has dented areas. It is possible that bone material was too hard and instrument broke when punching it. We show no defect trend on this product.